Manufacturer narrative:
The pump was received with intermittent button response due to flattened dome switches on all buttons. No numbers ramping up or display anomaly was noted. The pump had a cracked case at the display window corner, minor scratches on the lcd window, a cracked belt clip slot at the battery tube threads area, a cracked reservoir tube lip and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer's blood glucose level was 400 mg/dl. The customer treated her blood glucose level with manual injections. The customer's keypad was unresponsive. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.